Event description:
The customer contacted baxter's service center regarding a system error 2240, (air in tubing) which occurred on the homechoice (hc) during drain 4. The home patient (hp) stated that he had to disconnect from machine to answer his door. He then received the alarm and reconnected to the set-up. The baxter technical services representative (tsr) had the hp close all clamps and cycle the power. The hc then alarmed system error 2367. The hp cycled the power again to clear the alarms. The tsr explained the alarms and advised the hp to call his registered nurse about the alarm. The hp would complete therapy manually. Proper procedures were reviewed. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient how to properly disconnect from the homechoice. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.